Manufacturer narrative:
The field service engineer cleaned the ise unit and checked the pipette. The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with inadequate maintenance.

Event description:
The initial reporter stated they received questionable results for a total of 7 patient samples tested with the na electrode on a cobas 8000 ise module. The initial values from these samples were high and in the pathological range. The samples were automatically repeated by the analyzer and the values were lower. The lower values were confirmed by an additional measurement on a second analyzer. The customer provided an example of data for one patient sample. This sample initially resulted in a na value of 157.7 mmol/l accompanied by a data flag and when automatically repeated, the result was 1411 mmol/l.

Manufacturer narrative:
The serial number of the cobas 8000 ise module is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The investigation conclusion code has been updated.